Event description:
A crack was noticed in the tubing at the patient's end of the set and the chemo agent (noxorubicin) leaked onto the patient's skin. There was no report of any adverse event following the spill. The patient's therapy was delayed a half hour during the change of the IV set. Although requested, no additional information was provided.